Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4) product type programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3777-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. (B)(4).

Event description:
The consumer reported uncomfortable stimulation, overstimulation, and stimulation in an undesired location. It had been occurring daily. The healthcare provider (hcp) was never able to get the lead wires to go up the patient's spine because of the scar tissue from the other implants she had had. They could not tunnel the wires up the spine because of the scar tissue. She had this issue for 3-4 years and she had been begging them to take it out but the doctor would not take it out. There were also vibrations going up her hip and legs, which started in (B)(6)-2014 due to the leads. It would make her hips swell up and hurt really bad, so bad that her blood pressure went really high. Additional information received from the healthcare professional reported that the patient was waiting for workers' compensation approval to see the healthcare professional for explant of the spinal cord stimulation system. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included reflex sympathetic dystrophy syndrome (rsd)/casualgia-complex regional pain syndrome (crps) and spinal pain.